Manufacturer narrative:
The reported event for high impedance was confirmed. As returned, microscopic inspection of the returned extension revealed multiple broken wires inside the header. The root cause is consistent with an overstress condition or sudden event that the extension may have been subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete initial reporter information. Further information was requested but not received.

Event description:
It was reported the patient lost effective therapy. Diagnostics indicated high impedances. In turn, the extension was explanted. Therapy was restored postoperatively.